Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of a cto lesion in the superficial femoral and anterior tibial arteries. Pedal access was obtained and orbital atherectomy was successfully performed, however an embolization of plaque and matter was observed within the 6 fr sheath. The sheath was cleaned and re-inserted back into the patient to continue the procedure with balloon angioplasty and stent placement. The patient was reported to be doing well